Event description:
It was reported the patient's cervical scs system was scheduled for explant due to the patient experiencing an increase in pain in his neck in addition to experiencing headaches. Follow-up identified the patient's cervical scs system was explanted.

Manufacturer narrative:
Correction/removal reporting number: 1627487-07262012-002-r. This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.